Event description:
Patient reported implanted a right-side breast with strattice along with breast implant. Patient experienced capsular contracture, grade IV. The breast implant has been explanted. The strattice remains implanted. Later, patient reported bilateral ruptures, pain, nerve pain, and "I can barely move," not device related. They also reported implant is "leaking into my ribs". Patient has not had any imaging. This is same patient reported under patient identifier (B)(6) (emdr-98455). This emdr is being submitted for the right side.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6a, h6.

Manufacturer narrative:
The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Abbvie is unable to confirm with the healthcare professional; therefore, additional event, product, or patient details are not attainable. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported implanted a right-side breast with strattice along with breast implant. Patient experienced capsular contracture, grade IV. The breast implant has been explanted. The strattice remains implanted. This is same patient reported under patient identifier (B)(6) (emdr: (B)(4). This emdr is being submitted for the left side.